Event description:
Constrained liner disassociated after 5 years when patient fell. Another one was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the doctor sent device to pathology and it was not returned to the manufacturer. Additional information (including x-rays and medical records) has been. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Constrained liner disassociated after 5 years when patient fell. Another one was implanted.

Manufacturer narrative:
An event regarding dislocation involving a trident constrained liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.